Manufacturer narrative:
(B)(4). Section e: initial reporter's phone number: (B)(6)

Event description:
On (B)(6) 2018, our affiliate in (B)(4) received a report from the (B)(4) via fax. An eye care provider (ecp) reported on (B)(6) 2018 that a patient (pt) was diagnosed with corneal infiltrates in both eyes (ou), corneal opacity in the right eye (od) and superficial keratitis ou on (B)(6) 2018 while wearing acuvue® 2® define¿ contact lenses. The date of the event is reported as (B)(6) 2018. Pt presented to the ecp on (B)(6) 2018 c/o pain od. The pt's visual acuity (va) was (0.6) 20/80 od. Pt was instructed to d/c lens wear and prescribed hyalein ophthalmic solution and marromel ophthalmic solution qid ou. The ecp reported "the pt¿s cl care was not sufficient at all. The pt was not provided needed information on cl handling." On (B)(6) 2018, an email was received from a johnson and johnson sales representative who reported an interview with the treating ecp is impossible. No additional information has been received. No additional information is expected. The lot number was not provided and it is unknown if the suspect lens is available for return. This event is being reported for the pt's right eye. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.